Event description:
It was reported to philips that the host pc device cannot be turned on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system cannot be turned on normally. Upon troubleshooting, the fse found that the bios battery was dead, preventing the host pc from turning on. To resolve the reported issue, the fse replaced the bios battery, performed the functional checks and the system was returned to working conditions. The codes were updated based on the investigation outcome.